Manufacturer narrative:
(B)(4). The customer reported that the mx700 monitor failed to trigger a desat alarm on their nicu patient. The nurse informed the onsite philips clinical specialist (cs) that the baby's spo2 measurement dropped to 40% but no red or yellow alarm triggered. The nurse claimed that she had adjusted the desat limit 60-70%. Nurse wanted to know the monitor is working as expected. The cs checked the monitor, but she is unable to reproduce any issues with the desat alarms. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the mx700 monitor failed to trigger a desat alarm on their nicu patient.